Event description:
A malfunction with code malf 9 was reported, and there were no notable events preceding it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue occurs again, which the customer acknowledged and understood.